Event description:
It was reported that the tip of the reduction forceps broke off during the hip surgery on a cat. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the arm of the forceps is broken off. The fracture face is homogenous, which indicates material conformity and has typical view of a forced rupture. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. This device was manufactured in october 2005 and was obviously often and intense used over the years. Therefore we suppose that fatigue failure caused this occurrence. No product fault could be detected. Device is a veterinary product. Device is similar to a device marketed for human use.